Event description:
It was stated that the insulin pump needed a complete functional analysis, due to the customer experiencing a coma. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.